Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was noted to be depleting quickly. The pump battery dropped from 45% down to 15% within minutes. The customer's blood glucose level was impacted (400mg/dl). The customer delivered a correction bolus via the pump. It was indicated that the customer would continue using the pump until the replacement was received.